Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. Pump was unable to communicate with transmitter or meter. Unable to download pump history due to communication error. No communication (unresolved) confirmed. Problem isolated to the electronic assembly.

Event description:
Customer reported via phone call that transmitter was not link with insulin pump. Customer¿s blood glucose was 190 mg/dl. Customer stated that they need assistance to program transmitter and customer performed self test but there were no insulin pump error. Insulin pump will be returned for analysis.